Event description:
It was reported that during a cadaver lab procedure that the zero-p angled awl broke during normal use. Reportedly, while the surgeon was removing the awl after preparing a hole for screw insertion, the instrument broke at the neck where the angle is from shaft to the functional tip. It was a clean break into two parts (handle and tip). Both parts and any fragments were retrieved. No comments were provided on the bone quality of the cadaver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation evaluation was performed ¿ a 2.0mm angled awl (03.617.993 lot 3025898 mfg 1/2009) was received with a sheared off distal tip. The complaint description states that during a cadaver lab procedure while preparing a pathway for screw insertion, the tip of the angled awl snapped off in the cervical vertebral body; the fragment was returned. A definitive root cause was unable to be determined; however the failure mode is consistent with failure due to off axis loading. The 2.0mm angled awl (03.617.993, lot 3025898) is a component of the zero-profile (zero-p) anterior cervical interbody fusion (acif) system. The zero-p stand-alone implants combine a preassembled cervical interbody spacer with an anterior cervical plate and are designed to minimize contact with local anatomical structure and prevent contact with adjacent levels. The angled awl is specifically designed to be used as an alternative to the drill for vertebral body preparation. The angled awl is positioned into the appropriate implant screw hole and tapped with the slotted mallet until the awl is fully seated. At this point the awl can be removed and the screw inserted. The instrument was returned with a sheared off tip on the distal end of the device. The broken off piece was returned. The material at the fracture site appears to be homogeneous under magnification; therefore it is unlikely that a material imperfection led to the part failure. Rather it is likely that a mechanical overload situation occurred, as a force greater than the ultimate shear strength of the material was applied. Without further details as to how the device was used during the surgery and without the return of the broken off component, it is not possible to definitively determine root cause for the failure. Drawings for the 2.0mm angled awl were reviewed: specifically those related to the shaft and the penetrating tip. Additionally the top level drawing was reviewed. These drawings were found suitable to determine the intended device design, application and dimensional conformity. The angled awl was found to have met the drawing specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device used in a cadaver case. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 05.jan.2009. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.